Event description:
A doctor's office alleged that a patient's crown was not seated properly due to the maxcem elite cement setting up too quickly. This is the second of two (2) reports.

Manufacturer narrative:
The patient had experienced a crown on tooth #3 and #4 which the doctor felt was not seated properly; however, the patient has not returned for any further treatment. Regulatory affairs will update this complaint if any new information is received. The product involved in the alleged incident was not returned. Lot # 4710900 has been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no further evaluation is necessary.

Manufacturer narrative:
The product was returned and verified as a recalled lot of maxcem elite. The device problem is already known; therefore, no evaluation is necessary.